Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. It was noted that the grommet was damaged and the set screw socket was rounded.

Event description:
It was reported that during the implant procedure, it was not possible to connect the lead to the implantable cardiac-defibrillator and the screw got stuck inside the connector. The device was removed. No patient complications have been reported as a result of this event.